Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure, the physician bumped the lead slightly while removing the catheter. The next day the right atrial (ra) had dislodged. Additionally, the lead was undersensing and had failure to sense and pace. The lead was reprogrammed and will not be revised due to the patient's age.